Event description:
It was reported that the pt states that he has had constant pain in his left hip since the implant. He says that he experiences a burning sensation and intense pain at the top of the implant. The pt states that he is very active. He states he walks 4-5 miles daily and sometimes rides a stationary bike. The pt saw his surgeon once in the past two months to complain about the pain. He states that his physician was not overly concerned at that time and expressed that the pain was a natural consequence of the type of surgery. The pt takes celebrex for his arthritis and hip pain. He also occasionally takes other prescribed medications when necessary. Pt states that he also has a titanium knee implants but did not indicate that they were stryker implants. The pt recently received a letter from his orthopedic surgeon regarding the stryker rejuvenate / abg ii recall.

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.